Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was charge time out. The physician confirmed this after performing capacitor maintenance test. The ICD was explanted and replaced on (B)(6) 2021. The patient was in stable condition throughout.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The battery analysis by the manufacturer found the battery was normal. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A capacitor maintenance was performed using a power supply, and the charge time was normal. The root cause of extended charge time could not be determined.

Manufacturer narrative:
Correction - h6- investigation conclusions should be cause not established.